Event description:
It was reported that the patient developed pacemaker syndrome, resulting in weakness, shortness of breath, fatigue and dizziness. It was determined that the right atrial (ra) lead became dislodged, and exhibited no capture and intermittent sensing, leading to the patient being 100% paced in the ventricle. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: model: 694758, implantable tachy lead, implant: (B)(6) 2013. (B)(4).